Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. All available information indicates that as of this time, this ICD along with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).